Event description:
A malfunction was reported with the pump by the caller. There was no reported adverse impact to the customer's blood glucose level. The customer did not reset the pump within the last 24 hours before contacting technical support. Technical support provided information to reset the pump and assisted the customer in performing the reset. The malfunction code did not recur after the reset, allowing the customer to continue using the pump.